Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low troponin (tni) results. Results as follows: no pt info was provided. The following cut off's were used: triage: ckmb: 0.0-403 normal, >4.5 abnormal. Myo: 0.0-107 normal, >107 abnormal. Tni: 0.00-0.40 normal, >0.40 abnormal. Access 2: ami cut off: <0.5 ng/ml. Upper reference limit: 0.04 ng/ml.